Manufacturer narrative:
Na

Event description:
User facility reports pt treatment in which clotting occurred in the extracorporeal circuit. A portion of the pt's blood was not returned resulting in ebl = 100 cc. The bloodline was discarded. No pt injury or need for medical intervention is reported. No root cause for this event could be determined a contributing factor may be a low heparin dosage.